Event description:
The customer reported multiple system errors and a loss of fluoroscopic x-ray. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was evaluated for fluid ingress. A quote for a replacement was issued to the customer. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.